Manufacturer narrative:
(B)(4). No visual, dimensional or functional inspection was performed since no sample was returned for evaluation. A device history record review was performed and did not reveal any manufacturing related issues. A corrective action is not required at this time because a probable root cause could not be determined based upon the information provided and without a sample or patient case data. The report the bbe symbol was displayed but the catheter tip was in the wrong location was not confirmed since the sample or patient case data was not returned for review. The probable cause of this issue could not be determined based on the information provided and without a sample or patient case data. No further action will be taken.

Event description:
The customer reports: "a couple of days ago we had an interesting case. The access and thread were difficult. We were able to calibrate the patient but the tracing was not good. We tried repositioning the leads and replacing the electrodes. The biosensor from the kit did not pick up well and they were having much difficulty even getting a green arrow. They decided to switch out the biosensor. The end result was a bulls eye but the line was looped into the brachiocephalic vein".